Event description:
It was reported that the patient presented with a driveline communication fault with plans to exchange the controller and modular cable. The products were exchanged without incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller is being evaluated for driveline communication fault alarms. The system controller was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 10 days (03jan2024 ¿ 12jan2024, 18jan2024, (B)(6) 2024 per timestamp). Events captured on 18jan2024 took place at abbott. Driveline_comm_fault alarms were active on 12jan2024 at 01:06:28 ¿ 11:16:46 due to com_a faults. The alarms did not clear until the driveline was disconnected. The driveline was disconnected on 12jan2024 at 11:16:46 and the controller was shut down at 11:17:35. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was connected to a mock loop with the returned modular cable and was able to operate a pump with no alarms active. The controller functioned as intended. During testing of the modular cable, damage to the wires were observed. The root cause of the reported event was conclusively determined to be caused by damage to the modular cable and is unrelated to the system controller. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault, no external power, and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2024-00377.